Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No report of a device malfunction/failure that may have contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired after an implant duration of approximately 13 days. The cause of death provided on the certificate of death was "cad, bypass surgery, cardiac arrest." It is unknown if the death was device related. Per received operative report, patient underwent endoscopic vein harvesting from the right lower extremity, epiaortic ultrasound, excision of left atrial appendage, implantation of bipolar left ventricular epicardial pacing leads, single vessel coronary bypass grafting, and mitral valve repair with edwards' annuloplasty physio ring size 28mm. Also noted that after the edwards' ring was parachuted down and seated, there was no mitral valve regurgitation and no evidence of any leak around the annuloplasty suture line. After taking patient off bypass, there was no evidence of mitral valve regurgitation or residual atrial septal defect. No edwards' device malfunction mentioned in the operative report.